Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, lubricating fluid was dripping from the joint on the arm over surgical area. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2022-00408) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00382). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4). The correction of b5 describe event or problem, d4 catalog # and d4 serial# fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 21st september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, lubricating fluid was dripping from the joint on the arm over surgical area. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 21st september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, lubricating fluid was dripping from the joint on the arm over surgical area. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination. Previous d4 catalog # ard568350933. Corrected d4 catalog # ard568330933/ard568350933. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6).

Event description:
On 21st september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300/500. As it was stated, lubricating fluid was dripping from the joint on the arm over surgical area. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination.